Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that during the procedure in the moderately tortuous, heavily calcified, 90% stenosed left anterior descending artery, pre-dilatation was performed. The xience v stent system was advanced but could not cross the lesion. Angiogram revealed that the stent had moved distally on the balloon so an attempt was made to withdraw the stent system from the anatomy. Resistance was felt at the entrance of the guiding catheter due to a flared stent strut; therefore, the guide wire, guiding catheter and stent system were removed successfully as a single unit. The procedure was completed successfully using another non-abbott stent system. There was no adverse patient effect. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and stent implant. There was no contrast visible. The stent implant was stationary on the balloon but not between the markers. The stent implant had moved distally for a length of 5 mm. There were six flared struts and one bent strut in the first row of proximal stent struts. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the proximal end of the balloon where the stent implant had been located between the markers. There was a kink in the shaft 7.4 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. The protective sheath and stylet were not returned. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. A new 6f guiding catheter was used in an attempt to advance the sds through the guiding catheter but the sds would not advance through the guiding catheter due to the bent and flared proximal stent struts. The sds was only able to advance 7 cm into the guiding catheter and strong resistance was noted and the sds was removed. Upon removal from the guiding catheter the stent implant was observed to be loose on the balloon. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.